Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report difficult to close clip, tissue damage, prolonged hospitalization, and delay. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). The clip delivery system (cds) was advanced to the mitral valve; however, the clip would not close past 30 degrees. Troubleshooting was performed, and the clip was able to close. Then after multiple grasping attempts, the clip grasped the leaflets, but the leaflet tore. The cds was then removed with the clip attached and the patient was transferred to another hospital, causing a clinically significant delay in the procedure. Additional treatment has not yet been performed. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was recieved: it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4. It was noted a large left atrium, p2/p3 flail, and prolapse. The cds was advanced with difficulty due the tortuous vessel. No clips were implanted and mr is 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported difficult leaflet grasping is the result of patient anatomy. The reported positioning failure is the result of the tissue damage. A conclusive cause for the reported difficult clip closing cannot be determined. The tissue damage is the result of the difficult leaflet grasping. The patient effect of tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and delayed therapy / non-surgical treatment are the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.